Manufacturer narrative:
Determination of root cause: assessment: via a phone fix, the territory manager (tm) resolved the issue by instructing the customer to cancel out and reload surgery on the system. Card error appeared to be intermittent and was cleared by customer removing the card and reinserting. Once procedure was reloaded, the customer was able to continue with original card. A manufacturing investigation was not performed as no parts were replaced. A review of the complaint database for the prior three months revealed no other complaint of this type was reported for the system. Conclusion: based on the results of the investigation, the root cause of the difficulty was the treatment card. (B) (4)

Event description:
Adverse event: interrupted surgical procedure. Malfunction: card reader error. A technician reports that during refractive surgery, the system had a card error and the technician attempted to switch cards. She also states that the flap had been created but was not lifted at the time the event occurred. The procedure was delayed but it was completed without further complications. She stated the surgeon said the pt has not been harmed or injured by this event.